Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study that they suspected the capsule fell off early. Technical support connected to the computer and noticed the capsule appeared to have stopped transmitting or there was some major interference because the tracing went in and out throughout the study. Data was uploaded then recorder was given back to the patient to see if capsule was still attached. Problem was not corrected as there was no data during the second part of the test. The recorder has since been used again without any issues and it worked correctly during the previous procedure. There was no patient and user harm and a repeat procedure is necessary as per the physician.

Manufacturer narrative:
Additional information: device evaluation the accuview graph from the study was returned for evaluation. The ph readings were found to be at normal values throughout the study. At one point in the study, the capsule signal disappears. Because information sent from the customer includes only the accuview graph, the conclusion of the investigation cannot be positively determined. Although a root cause could not be determined, when the recording stops in this manner, it can be caused by the following: recorder battery discharge ¿ if battery was not replaced before beginning of the study.recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick bravo capsule signal was damaged. Capsule failure - due to failure on capsule¿s internal components, the ability of the capsule to function properly was damaged or the capsule detached early. Investigation conclusion for the short study could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study that they suspected the capsule fell off early. Technical support connected to the computer and noticed the capsule appeared to have stopped transmitting or there was some major interference because the tracing went in and out throughout the study. Data was uploaded then recorder was given back to the patient to see if capsule was still attached. Problem was not corrected as there was no data during the second part of the test. The recorder has since been used again without any issues and it worked correctly during the previous procedure. There was no patient and user harm and a repeat procedure is necessary as per the physician.